Manufacturer narrative:
Images analysis: the customer returned four images and one video clip for evaluation. Image: this image is a single picture of the posterior aspect of the right lower extremity. There is significant edema and what appears to be hyperpigmentation and lipodermatosclerosis, consistent with chronic venous insufficiency. It is unknown whether the edema is new, as there is a not a before procedure/after procedure comparison. Image: this image is a single picture of the posterior aspect of the bilateral lower extremity. There is significant edema and what appears to be hyperpigmentation and lipodermatosclerosis, consistent with chronic venous insufficiency. It is unknown whether the edema is new, as there is a not a before procedure/after procedure comparison. CT video: the CT scan appears to include venography. There is no visible thrombus in the ileofemoral vessels on venography that would account for significant lower extremity edema. Image: this image is a single picture of what appears to be test results. In japanese image: this image is a single picture of what appears to be a medication list in japanese the customer complaint of ¿that severe edema was observed in both lower limbs the day after discharge. CT scan was also performed, but no significant dvt was found on the left side, and mild dvt was found below the knee on the right side. Blood test results did not indicate any infection¿ can be confirmed from the returned images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system during patient treatment. Glue was injected into the left great saphenous vein and both small saphenous veins. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip 5cm caudal to sfj. Compression of the gsv was utilized. It was reported that severe edema was observed in both lower limbs the day after discharge. CT scan was also performed, but no significant dvt was found on the left side, and mild dvt was found below the knee on the right side. Blood test results did not indicate any infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient's condition is in remission. (Resolved on (B)(6)). It was reported that the patient was cured with a tapering dose of 30mg prednisone for 2 weeks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.